Event description:
It was reported to the manufacturer, by the end user, per the end user, that per caregiver she got mrs up to use the restroom, afterwards while lifting her off of toilet, mrs starting falling so caregiver caught her and set her down juie then when to get hoyer lift to raise her up off of the floor, was raising her up with legs of lift open when moving lift, closed legs and heard a pop, started lowering mrs as a precaution when one of the tie rods snapped and lift tilted over. Mrs fell only a short distance, only injury reported at this time being some mild brusing to her knee. Complaint # (B)(4) and ra #(B)(6) were entered into our system to have the lift returned. As of this writing, the lift has not returned.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report.information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or theiremployees, finished device suppliers, or their employees caused or contributed to the reportable event.